Manufacturer narrative:
One forceps sample was received in an outer blister with the cover foil. The returned sample shows surgery residuals and is very bent. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found, that the device is very deformed and shows surgery residuals. Due to the condition of the sample, the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively, due to insufficient sample. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps stopped opening and closing during a vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.